Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient underwent revision surgery for a unstable knee. The femoral component and the cs insert were removed and replaced.

Manufacturer narrative:
An event regarding alleged instability involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspections were not performed as no items were returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that insufficient medical records were received to complete the assessment. Device history review: could not be performed as lot information was not provided. Complaint history review: could not be performed as lot information was not provided. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as returned product, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient underwent revision surgery for a unstable knee.the femoral component and the cs insert were removed and replaced.